Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue of difficulty opening. Mechanical testing found the jaws open and close normally using the handle, and the knife deployed smoothly. However, an alternative and non-contributing issue was identified, where the device would not activate. Further inspection found this to be due to wear of the activation button, which had lost tactile function and was permanently depressed. This is attributed to misuse by the customer. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open after sealing the tissue. No patient injury occurred.